Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable pump won't run" alarm and unknown if air in line. No patient injury reported.